Event description:
Doctor reported that implants at tooth sites 43, 44 were removed due to peri-implantitis. Patient came to clinician referring discomfort. Both implants including primary telescope were stuck in telescopic prosthesis. Patient did not refer pain first, there was a lot of granulated tissue around the implants. Doctor also indicated the presence of plaque and dental calculus. New implantation will eventually be performed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D10. Concomitant medical products. Tsvb10, impl tapered scr-v sbm 3.7mm 3.5mm 10mm lot 1258817. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.